Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital policy.

Event description:
Surgeon commented that stem was loose. Needed to be revised.